Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify trends for list number 07p70-30, however, an increase in complaint activity for list 07p70-30 was not identified. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent list 07p70-30 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for a 39-year-old patient who was diagnosed with congenital dysfibrinogenemia. The patient was being treated with levothyroxine. The patient was diagnosed with primary hyperthyroidism after getting low tsh results and very high ft4 results (44.7 pmol/l) (results were obtained on alinity with vacutest tubes). The patient showed no clinical signs of hyperthyroidism. The customer repeated the patient sample on the beckman instrument and the result was 7.8 pmol/l. With alinity, it was possible to correct the interference after centrifuging the sample a second time with bd sst2 (beckton dickinson) tubes or by working with plasma. The customer believes there is a sample interference affecting only alinity reagent and not beckman coulter reagent. After the high result of 44.7 pmol/l, levothyroxine was withdrawn and antithyroid treatment was started, but after a month, ft4 gave a result of >64.4 pmol/l. Since it did not match the clinical picture, treatment was withdrawn. The customer believes both results (44.7 and >64.4 pmol/l) were falsely elevated. The date on which the samples were processed is unknown. After the high result of 44.7 pmol/l, the levothyroxine being used for thyroid treatment was stopped, but a month later the ft4 result was >64.4 pmol/l. Since it didn¿t match the clinical picture, the treatment was stopped. The patient is doing well now and did not experience any complications. There was no adverse impact to the patient.

Event description:
The customer observed falsely elevated alinity I free t4 results for a 39-year-old patient who was diagnosed with congenital dysfibrinogenemia. The patient was being treated with levothyroxine. The patient was diagnosed with primary hyperthyroidism after getting low tsh results and very high ft4 results (44.7 pmol/l) (results were obtained on alinity with vacutest tubes). The patient showed no clinical signs of hyperthyroidism. The customer repeated the patient sample on the beckman instrument and the result was 7.8 pmol/l. With alinity, it was possible to correct the interference after centrifuging the sample a second time with bd sst2 (beckton dickinson) tubes or by working with plasma. The customer believes there is a sample interference affecting only alinity reagent and not beckman coulter reagent. After the high result of 44.7 pmol/l, levothyroxine was withdrawn and antithyroid treatment was started, but after a month, ft4 gave a result of >64.4 pmol/l. Since it did not match the clinical picture, treatment was withdrawn. The customer believes both results (44.7 and >64.4 pmol/l) were falsely elevated. The date on which the samples were processed is unknown. After the high result of 44.7 pmol/l, the levothyroxine being used for thyroid treatment was stopped, but a month later the ft4 result was >64.4 pmol/l. Since it didn¿t match the clinical picture, the treatment was stopped. The patient is doing well now and did not experience any complications. There was no adverse impact to the patient.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.